Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. Visual inspection revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to undersensing. A different ra lead was implanted successfully. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to undersensing. A different ra lead was implanted successfully. No adverse patient effects were reported. Product return is expected.